Event description:
Complainant alleged taht during biomed testing. The device's video display did not function. Complainant indicated that there was no patient involvement in the reported malfunction.